Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the pin. It was realized after use that the pin was broken. The pin was discarded and will not be returning. The representative was present at the time of surgery. An attempt was made to request additional information from the representative and a response was received. Per the rep, no parts/pieces of the device were removed from the surgical site. No delay to surgery and there was no injury/clinical consequence/adverse event to the patient. There has been no additional information provided for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the mini headed fixation pin has been in the field since 1999. Exactech is aware of 6 complaint reports involving 7 broken mini headed fixation pins since 2008. Because the mini headed fixation pin is the same pin contained in the mini holding pin sharp point 4 pack (201-78-15), inventory numbers for both devices were used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing-related data could not be reviewed because no information regarding the manufacturing lots or serial numbers were provided. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this mini headed fixation pin, (B)(4) instruments rev d, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken pin reported was likely the result of applying a bending moment to the head of the pin with the pin puller, which allowed for the proximal rim to fracture. However, this cannot be confirmed because the device was not available for evaluation. IFU 700-096-181: instrument inspection :visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event due to the broken pin. An investigation was conducted: the broken pin reported was likely the result of applying a bending moment to the head of the pin with the pin puller, which allowed for the proximal rim to fracture. However, this cannot be confirmed because the device was not available for evaluation.